Event description:
A medtronic rep reported a navigational inaccuracy during an ent case. After registration, all instruments were accurate (including long curved suction and curved pointer). After about an hour and a half, the long curved suction and curved pointer were inaccurate 2-3mm anterior. Other instruments were still accurate. The user re-verified the suctions in the divot and this resolved the inaccuracy. Case continued as planned. No harm to the pt.

Manufacturer narrative:
A medtronic rep tested the instruments after the case and they verified and navigated correctly. Unable to replicate issue.